Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 400 mg/dl and the low blood glucose level was 41 mg/dl. Customer stated they treated with food for low blood glucose value. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege insulin pump was over delivering the insulin. Customer performed the displacement test and it was passed. The insulin pump will not returned for analysis.